Event description:
During a treatment procedure to place a greenfield vena cava filter, the legs did not deploy. A pre-placement vena cavogram was performed and the carrier system was adequately flushed with heparinized saline prior to filter placement. With initial deployment, the filter was removed from the introducer sheath without incident, however, the struts (legs) of the filter did not open. A second greenfield filter was placed superior to the first device and deployed successfully. The physician is satisfied that the pt is protected from future embolic events, after placement of the second filter. The pt is reported as "fine" following the procedure; no injury or complications were reported.